Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 380 mg/dl with large ketones identified by healthcare provider as dangerous. Bg was treated with manual injections and correction bolus using the pump. Customer alleged an issue with the pump, as bg would respond appropriately to insulin via manual injection, but would not respond to bolus insulin given through the pump. Customer declined to perform system check with tandem technical support. Reportedly, the customer reverted to manual injections for insulin therapy.